Event description:
Patient reported aligners cutting their cheek. Patient has tried tips provided and has not gotten better. They have tried the next step in the aligners with the same outcome. Patient provided bite photos showing fit issue, refinement to aligners.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.